Manufacturer narrative:
Method codes: 3331. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2948927 and product code 830041b.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 10/2/2019. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported via medwatch 2210968-2019-88311 and 2210968-2019-88317.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. It was reported that the patient experienced mesh exposure into the vagina, which was noted on examination in 2019. It was also reported that the patient experienced vaginal pain, irritation and dyspareunia. The patient had removal of vaginal mesh exposure in vagina. Additional information has been requested.